Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 488 mg/dl at the time of incident and the current blood glucose level was 173 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer reports they contacted their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. Customer was unable to complete carelink upload. Customer stated that the auto mode feature was not on during the time of incident. Customer experienced multiple blood glucose level such as 127 mg/dl and 200 mg/dl. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Type of reportable event has been updated to the serious injury.